Event description:
The reported incident was identified by endologix through review of an industry relevant journal article. There are two journal articles that are the same subset of patients. Doi.org/10.1177/15266028241255541. Doi.org/10.1177/15266028251317910. It was reported that 341 patients were initially implanted in italy with an afx duraply bifurcated stent graft system between 2014 july 01 and 2018 november 30. It was reported in the journal article that of the 341 patients, 16 patients had either a type iiia endoleak or a type iiib endoleak (tiiiel) that required intervention. The exact case date, event details, event dates, lot numbers, and catalog numbers were not provided in the journal article. No additional information will become available regarding this initial/final report due to the absence of patient identifiers. This report addresses patient 9 of 12.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-11190. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured", device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ raynaud's phenomenon: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.